Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by the customer changing the cartridge and infusion set and resuming insulin delivery without third-party assistance. However, occlusions continued and clinical troubleshooting was exhausted, a replacement pump was sent to resolve the issue.